Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis visually, there was no biological contamination or residue on the bur. There was a bent in the middle of the bur. Under the magnification, there were traces of scratches and striations on the shank on the proximal end of the bur. The outside diameter of the shank measured 0.0579 inches. The outside sleeve diameter actual measurement shall be 0.062 (±0.001) inches and measured 0.61 inch. The actual bur length measurement shall be 3.850 (+0.015, -.010) inches and measured 3.846 inches. Functionally, bur fitted securely into skeeter handpiece and ran from minimum (1000rpm) to maximum (16,000rpm) and resulted in wobbling. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the burs were wobbling. There was no patient involved.